Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode and reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined the sample probe was dripping. Multiple parts were replaced and valves were cleaned. Operational and mechanical checks passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested on a cobas c 311 analyzer. Results for the following assays were affected: na electrode (sodium), albumin, total protein, and glucose. The initial results were questioned by the emergency room. The samples were repeated and the customer did not know which results were correct. The first sample initially resulted in a sodium value of 152 mmol/l with a data flag and it repeated as 146 mmol/l. The second sample initially resulted in an albumin value of 3.8 g/dl with a data flag and it repeated as 2.8 g/dl. The third sample initially resulted in a total protein value of 5.3 g/dl with a data flag and it repeated as 8.8 g/dl. The fourth sample initially resulted in a glucose value of 65 mg/dl with a data flag and it repeated as 111 mg/dl.